Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer experience a high blood glucose. Blood glucose level was 500 mg/dl and at a school was 300 mg/dl. Customer reported that the infusion set cannula had a slight bend or curve. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.